Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2015. In august, high impedance of svc coil on ventricular electrode was observed; the ventricular lead was replaced on (B)(6) 2015. During the follow up dated (B)(6) 2015, it was observed again a high impedance on svc coil; a synchronized shock was performed to check the function of the device and shock was successfully delivered, the impedance was normal at that time. The subject ICD was finally replaced on (B)(6) and will be returned for analysis. However, we were informed on (B)(6) 2016 that the impedance did not improve with the new ICD thus the ventricular lead was explanted also and it was visible that svc coil lost internal contact with the lead.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2015. In august, high impedance of svc coil on ventricular electrode was observed; the ventricular lead was replaced on (B)(6) 2015. During the follow up dated (B)(4) 2015, it was observed again a high impedance on svc coil; a synchronized shock was performed to check the function of the device and shock was successfully delivered, the impedance was normal at that time. The subject ICD was finally replaced on (B)(6) and will be returned for analysis. However, we were informed on (B)(4) 2016 that the impedance did not improve with the new ICD thus the ventricular lead was explanted also and it was visible that svc coil lost internal contact with the lead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2015. In (B)(6) high impedance of svc coil on ventricular electrode was observed; the ventricular lead was replaced on (B)(6) 2015. During the follow up dated (B)(6) 2015, it was observed again a high impedance on svc coil; a synchronized shock was performed to check the function of the device and shock was successfully delivered, the impedance was normal at that time. The subject ICD was finally replaced on (B)(6) and will be returned for analysis. However, we were informed on (B)(6) 2016 that the impedance did not improve with the new ICD thus the ventricular lead was explanted also and it was visible that svc coil lost internal contact with the lead.

Manufacturer narrative:
(B)(4). Corrected (final report already sent).

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2015. In (B)(6), high impedance of svc coil on ventricular electrode was observed; the ventricular lead was replaced on (B)(6) 2015. During the follow up dated (B)(6) 2015, it was observed again a high impedance on svc coil; a synchronized shock was performed to check the function of the device and shock was successfully delivered, the impedance was normal at that time. The subject ICD was finally replaced on (B)(6) and will be returned for analysis. However, we were informed on (B)(4) 2016 that the impedance did not improve with the new ICD thus the ventricular lead was explanted also and it was visible that svc coil lost internal contact with the lead.